Event description:
Alleged event: healthcare professional reported trough company representative "patient with a confirmed diagnosis of breast implant-associated anaplastic large cell lymphoma" (bia-alcl) for the contralateral side of a non-abbvie device. This record is for the left side. The device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4549. Device code: 2993. Procode: ftr. Ref report: mw5179102.